Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one connector was provided to our quality team for investigation. Functional evaluations were performed and it was identified when attempting to thread the catheter into the connector that the catheter could not be fully seated, no other issue with the product were found. Product undergoes inspections throughout the manufacturing process to ensure the quality of the device. As the lot involved in this incident is unknown, a device history review could not be performed. The impacted product is provided by a supplier and has been sent to the supplier for further evaluation. Based on their findings, they identified mold wear on the inserts used to create the slot feature. As a result, this can make the connectors more susceptible to partially closing, which would prevent the catheters from being able to be fully seated, as seen in the samples evaluated. The supplier has initiated a project to further address this issue. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: unknown lot#: unknown. It was reported by the customer that the yellow clamp connecting the catheter to the tubing is coming apart, the patient will complain of pain and they look at the site and see that it has become separated. Rcc received a complaint via email. Email(s) attached. Catheters are getting blocked very easily. They have started having a continuous drip to keep the line open. In the placements they are getting a huge stream of blood from the site when they remove the needle verbatim: the these are the issues they have been experiencing: * yellow clamp connecting the catheter to the tubing is coming apart, the patient will complain of pain and they look at the site and see that it has become separated. * the patient isn¿t getting medication and there is a chance for contamination * they have been using tegaderm and/or tape to connect these together * catheters are getting blocked very easily. They have started having a continuous drip to keep the line open. *in the placements they are getting a huge stream of blood from the site when they remove the needle (leaving the cath in place) they did not have these issues with arrow and are concerned with this system.